Event description:
Canon u.s.a., inc was notified that a customer reported scrambled images.

Manufacturer narrative:
Canon inc. Released a new firmware version in which the defect in question has been corrected.